Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed. Upon explant, a crack in the left cylinder connecting tube was identified; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The ms pump passed visual inspection and leakage test. Ms pump passed the functional test. Product analysis was unable to identify anomaly with returned component. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed. Upon explant, a crack in the left cylinder connecting tube was identified; however, its cause was not detailed by the facility. There were no patient complications.